Manufacturer narrative:
Additional procode: hrx. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: photo investigation: the device was not returned. A photo-investigation was performed on the images provided. The ria shaft and ria head were broken at their respective mating features with one another. All fragments could not be located, however, it could not be confirmed with the images provided whether the fragments remained in the patient. No other issues were noted. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint was confirmed. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: unknown lot, therefore, a DHR review could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a procedure, the reamer broke at the distal tip. A fragment was left in the patient's right femur. There is no further information available. This report is for one (1) 14.5mm reamer head for reamer/ irrigator/ aspirator. This is report 2 of 2 for (B)(4).